Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted (B)(6) 2005; 5071-53 lead, implanted (B)(6) 2007; 5071-53 lead, implanted (B)(6) 2007; 5866-38m adaptor, implanted (B)(6) 2007.

Event description:
It was reported that there was high impedance, oversensing, no capture and fracture on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.